Manufacturer narrative:
The investigation found multiple higher than expected vitros phenytoin results obtained during a precision test using vitros chemistry products phenytoin (phyt) slides along with vitros therapeutic drug monitoring performance verifier iii (tdm pviii) on a vitros 5600 integrated system. The investigation concluded that the cause of the imprecise vitros phyt results was most likely instrument related. The results of a pre-service within-run vitros phyt precision test were unacceptable according to ortho guidelines, indicating the vitros 5600 integrated system was not performing as intended when processing vitros phyt slides. Acceptable within-run precision vitros phyt results were attained after an ortho field engineer completed service actions including replacing the immunorate wash fluid pump, replacing a damaged slide align guide bearing and performing all necessary adjustments. There have been no further reports of imprecise vitros phyt results from the site since service was completed indicating that the instrument was returned to optimal performance.

Event description:
Several higher than expected vitros phyt results were obtained from a precision run test using vitros chemistry products phenytoin (phyt) slides with vitros therapeutic drug monitoring performance verifier iii (tdm pviii) on a vitros 5600 integrated system. Vitros phyt results of 33.4, 32.9, 32.1, 31.8, 31.7, 30.4, 30.3, 30.1, 29.9 and 29.5 ug/ml versus the expected result of 24.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were questioned during the timeframe of this event. It cannot be concluded that patient sample results were not and would not be affected if the event were to recur undetected. However, there has been no allegation of any patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).